Event description:
On (B)(6), 2010 (B)(6) contacted the patient's daughter and obtained the following information. The patient was diagnosed with peritonitis and was admitted to the hospital for 3-4 days. On (B)(6), 2010 the patient underwent surgical removal of the catheter and the patient is currently on hemodialysis. The patient was treated with antibiotics vancomycin and lincomycin ip. The patient is not fully recovered yet and still experiences some pain. The reporter opinion on causality against the drugs is "not sure". The reporter opinion on causality against the device is "probably not" the patient had been using home choice machine for 8 years without any problems.

Manufacturer narrative:
(B)(4). Device not available.

Manufacturer narrative:
(B)(4).

Event description:
The following additional information was obtained on (B)(6) 2010: it was indicated that the patient had surgery for catheter removal due to a tunnel infection. It was also indicated that the patient's medical conditions were unrelated to the peritoneal dialysis (pd) solutions or the homechoice device. The patient has fully recovered from the vomiting, peritonitis, and swollen catheter site. No further information is available.